Event description:
As reported via legal documentation a patient had a right knee replacement on (B)(6) 2015. Approximately 5 years and 7 months after the initial surgery the patient had a right knee revision on (B)(6) 2021. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
H11. Additional manufacturer narrative- additional information added. D10. Concomitants: (B)(6) 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t. (B)(6) 200-02-41 - three peg patella 41mm. (B)(6) 02-010-03-0350 - logic cr femoral cem, right, sz 5. These devices are used for treatment not diagnosis. There is no additional information available. Pending updated investigation.

Event description:
Revision op report -the patient was revised to competitor's devices. Diagnosis: - failed right total knee arthroplasty. - right knee prosthetic joint infection. - severe femoral and tibia bone loss after total knee arthroplasty. - right knee stiffness. The tibial polyethylene was removed and the femoral, tibia and patella implants were removed carefully to avoid fractures or major bone loss. The patient had severe femoral and tibia bone loss. Proceed with extensive debridement of purulent and inflamed synovium. The patient is transferred to the recovery room in stable condition after reversal of anesthesia. There is no other information available.

Manufacturer narrative:
H6. Investigation results- there is no device information provided. The cause of the patient's condition and revision surgery as related to the devices cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis. There is no other information available.

Manufacturer narrative:
Recall number: z-0021-2022. This follow-up report is being submitted to relay additional and/or corrected information. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. Multiple MDR reports were filed for this event, associated reports: 1038671-2024-04666. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, infection and/or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.